Event description:
The hospital stealth coordinator/rn reported that while in a tumor resection, they had a "searching for input" signal on the staff monitor. After trouble-shooting, the surgeon opted to abandon navigation as they had already traced and went sterile. The procedure was completed without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The patient identifier is not available at the time of the event. Investigation by a medtronic representative, at the site, performed a visual inspection and functional testing of the stealth display. There was no fault found by the medtronic rep after testing. Return of part is not expected.